Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2025. On (B)(6) 2025, the patient reported being nauseous and ultimately hospitalized for diabetic ketoacidosis (dka) due to a cgm inaccuracy issue. However, the patient can not recall the specific cgm value that was displayed during this event. However, her bg meter reading was over 600 mg/dl at the hospital. The patient was treated with insulin and IV saline. She was discharged the following day. The patient refused to provide dexcom with any further event details. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.